Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results on two different lots of strips. The results are as follows: (B)(6): inratio lot 334580 = 4.0, (B)(6): inratio lot 367839a = 1.6. Lot 334580 - expired lot. The patient self tester's therapeutic range is: 2.5-3.5. This medwatch report is for lot 334580. See MDR 2027969-2015-00571 for lot 367839a.

Manufacturer narrative:
It is indicated that the products are not returning for evaluation. Since the products associated with the complaint were not returned, a review of in-house testing was performed. A review of retain strip testing for lot# 334580 found the results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for lot# 334580 were reviewed. The lot met specifications and no non-conformances were documented. The customer reported the use of strip lot 334580 which expired in 2015/03. Using expired product may be a cause for the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.